Event description:
It was reported that during an ovarian resection, the device produced an error code 5 and after cleaning and being re-attached to the handpiece, the blade tip was found to be broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Investigation completed, file reviewed and closed.